Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. Additionally, it was noted that there was dirt on the circuit board. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the evis exera iii video system center had a loose connector connection. The issue was found during preparation for use. Inspection and testing of the returned device found, the receptacle unit was disconnected due to which the scope/camera head was not recognized. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information provided by the customer.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the reported event could not be identified. However, it's likely the cause is related to a broken electrical contact pin located at the back of the connector receptacle. Olympus will continue to monitor field performance for this device.